Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stripped battery cap(p)coin slot, stained end cap sticker, missing reservoir tube o-ring, broken battery cap, cracked lcd window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The casing around the reservoir and battery compartments has chipped away. The reservoir will not stay in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.